Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 578mg/dl at the time of the incident. The customer reported that they want to just review the basal rate to make sure they are in the pump. Caller states that the customer¿s last blood glucose was 420mg/dl and she treated with the pump. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.